Event description:
It was reported that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. No damages or deficiencies that would contribute to the reported needle mechanism failure were observed. Although no damages or deficiencies were found, it could not conclusively be determined when the needle mechanism deployed, therefor the cause of the event could not be determined.